Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon evaluation, the monitor was unable to complete essential performance testing. The cause of this was a shorted u1004 component on the ca, which damaged multiple other components. The root cause of the shorted u1004 capacitor cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.